Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent stop key on the channel c pumphead module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device is an unremediated pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
During product evaluation, a baxter service technician finding a pump with an intermittent stop key on the channel c pumphead module keypad. This condition was caused by a defective channel c pumphead module keypad. The channel c pumphead module keypad was replaced to correct this condition. This issue is currently being investigated under CAPA.